Event description:
It was reported via repair work order that the bed was stuck in high position and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed repair.